Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, the device was advanced and deployed with no issues. After the prostyle device was removed, the suture was retrieved from the device and the rail suture was pulled, but the knot did not advance as usual. Therefore, the suture was cut. Hemostasis was achieved using a figure of 8 suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.